Manufacturer narrative:
This unit is currently in house and in the process of being evaluated, once complete, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that while in use on a patient, the unit had occurrences of high peep. While set to 5, the unit is getting between 8-16 cm h2o. There was no patient or user harm associated with this event, the patient finished the transport without any incidents. The customer is not sure if this patient was manually ventilated for the remainder of the transport.

Manufacturer narrative:
Vyaire medical was not able to duplicate the customer's reported issue during testing and evaluation. While connected to a known good oxygen source, the unit was powered on with a known good ac adapter, a known good lung, and a known good circuit connected. The unit powered on and boot up with no issues. The unit passed 145.0 hours of extended bench testing at the customer's setting and passed the initial final test with no abnormalities.